Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the values on the revel ventilator appeared to be off on the screen during patient use.the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue where values appeared to be off on the screen. The unit passed 48 hours of extended run in and initial testing with no abnormalities found. Unit will be processed through service to insure proper functionality. However, the issue that the charge cable was damaged was confirmed. Visual inspection revealed that the pigtail has torn insulation. This will have to be replaced to resolve the reported issue.